Event description:
It was reported that during implant the lead exhibited insulation damage. The lead was removed and replaced.

Manufacturer narrative:
All info was provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval description: the reported field event of damaged insulation was confirmed. The cause of the damage was due to the ptfe coating on the guidewire being stripped and bundled up in the lead causing damage to the lead when attempting to remove the guidewire.